Event description:
It was reported that the customer had an a47 alarm on the insulin pump. The customer's blood glucose level was 376 mg/dl. The customer was advised that an a47 alarm if without battery for an extended period of time. The customer was instructed to call back there are any additional a coded alarms. The troubleshooting was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.